Event description:
A chronic renal failure patient with thrombosed gore-tex fistula required surgical thrombectomy and patch graft angioplasty with fistula replacement. The graft had thrombosed several months before and the patient had a successful thrombectomy at the time of that gore-tex graft.